Event description:
Bolus entered into epidural pump at initiation of use to check for flow of medication. No medicine infused, troubleshooting and priming of pump again but did not work. Placed bag of medication into previous pump. Previous pump made clicking noises and did not dispense medication. Both pumps removed from service. Pt experienced pain during this process.